Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure, performed on (B)(6) 2020. According to the complainant, during the procedure, inside the patient, when the physician attempted to deploy the stent, it was noticed that guide catheter was broken. The stent was deployed prematurely and was retrieved. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code 1069 captures the reportable event of guide catheter break. Block h10: the returned flexima plus biliary stent was analyzed and a visual evaluation noted that the guide catheter was stretched and broken. Also, it was kinked on several positions. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, the issue occured during the procedure. The guide catheter was stretched and this caused the broken condition. Additional force could be applied to the unit during the procedure due to some resistance that contributed to the reported issue. According to this information, it is likely that operational factors such as handling and technique could contribute to the reported complaint. The damages in the device could also contribute to the reported complaint when the stent was attempted to be released and placed. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure, performed on (B)(6) 2020. According to the complainant, during the procedure, inside the patient, when the physician attempted to deploy the stent, it was noticed that guide catheter was broken. The stent was deployed prematurely and was retrieved. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.